Event description:
It was reported that the patient presented to the hospital due to infection. The pacemaker, right atrial lead and right ventricular lead were explanted. The patient was in stable condition.